Event description:
This case was reported by a consumer and described the occurrence of hernia in a pt who received super wernet's (super wernet's denture adhesive powder) for loose dentures. A physician or other health care professional has not verified this report. The pt's past medical history included foot surgery and high blood pressure. Concurrent medications included unspecified blood pressure medication. Three to five years ago, the pt started super wernet's (dental). In 2003, the pt experienced vomiting and was hospitalized where they were diagnosed with a hernia and treated by surgical repair. Treatment with super wernet's was continued. The events resolved. During the first week in 2004 the pt was diagnosed with coronary artery occlusion during a cardiac catherization and was hospitalized for a stent placement and treatment with clopidogrel bisulphate (plavix). The events resolved.